Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
The dermatome blade was inserted upside down into the handpiece by the scrub nurse. The surgeon used the dermatome to harvest a skin graft from the left outer thigh. After the first pass, the graft was removed and it was noted that the graft was thicker than desired. It was then noted that the blade had been inserted incorrectly into the handpiece. A new blade was opened and inserted and the procedure resumed. It was noted by staff that the blade was able to be inserted upside down, despite the "this side up" notice on the base of the blade. The patient has since made a full recovery but was required to stay in hospital an extra two nights to make sure the graft site had started to heal. Although there is a report of the harvested graft tissue being thicker than desired and there was no report of the harvested graft tissue being unusable; the event is considered an adverse event due to the extension in surgery time beyond 30 minutes (surgery extended one hour).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer did not return the air dermatome device for evaluation. The repair history review was unable to be performed as the device serial number is unknown. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection and repair of the air dermatome was unable to be performed as the device was not returned for evaluation. The reported event was non-verifiable since the device was not returned for evaluation or repair. However, it clearly stated in the reported event that the blade in the dermatome was incorrectly mounted for use. The root cause of the reported event could be specifically determined, and is likely related to an issue with the user technique. In the reported event it states that the blade in the dermatome was incorrectly mounted upside down by the scrub nurse and handed to dr. Roman. The IFU states that ¿place a new blade in slot on the handpiece. If replacing a blade, remove the used blade before inserting the new one. Mate the drive pin with the hole in the blade. Note: ¿insert with this side up¿ message.¿